Manufacturer narrative:
DHR summary: the review of the documentation associated with the manufacturing process indicates that all devices with lot number 23b42c were released in accordance with abbvie¿s procedures and there were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. Additionally, according to the device history record review the reported complaint was not confirmed.

Event description:
Physician reported, "did not allow for the implant to slide in- no sticky solution inside."

Event description:
Physician reported, "did not allow for the implant to slide in- no sticky solution inside."

Manufacturer narrative:
Clarification d.4: photo was sent with lot number, but could not open photo. Follow-up is being conducted to gather more information. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: keller funnel was not properly lubricated, "did not allow for the implant to slide in- no sticky solution inside."